Event description:
On (B) (6) 2010, this pt underwent emergency repair of a previously undiagnosed abdominal aortic aneurysm using gore excluder endoprostheses. Prior to implanting the contralateral leg component, the physician performed an angiography, and marked on the screen what was believed to be the origin of the left hypogastric artery. The device was deployed above that line. Upon performing a final angiography, there was no contrast seen in the left hypogastric. The physician concluded that the origin of the hypogastric was not demonstrated on the first angio, and the contralateral leg component completely covered the ostium of the left hypogastric. The physician does not plan to reintervene.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paper work verified that this lot met all pre-release specifications. Add'l MFR narrative: add'l devices used during procedure: (B) (4).